Event description:
It was reported that balloon rupture occurred. The patient underwent venous thrombectomy. The 25% stenosed target lesion was located in the mildly tortuous and non-calcified bilateral iliac, femoral veins and inferior vena cava (ivc). An angioplasty was then performed to pre-dilate the chronic clot and placed venous wallstents. A 16-4/5.8/75 xxl esophageal balloon catheter was advanced for post-dilation. Balloon inflated three times, however; during third inflation at 4 to 5 atmospheres, it did not reach the desired profile and the balloon burst. The device was removed, and the procedure was completed with another balloon. No patient complications were reported.